Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the lower screen was not working. However the display board required to resolve this issue is unavailable. The epg was therefore returned to the customer unrepaired.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the bottom of the external pulse generator (epg) screen was blank. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.